Event description:
The caller reported that an ER pt got a reading of 200mg/dl from the adc device and 1200 mg/dl from the lab. It is unk if the readings were obtained within 10 minutes. The caller suspects that the pt was in dka at the time of the event, which would affect the adc device reading. Pt treatment was delayed due to the adc device reading.